Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured immediately. The device was removed, and the procedure was completed with another of same device. There were no patient complications.